Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via (B)(6) "I have been having problems with double lumen provena got kinked inside around axillary area after couple days. Lines were not working fine then suddenly stopped. X-ray showed the kinks".